Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-17613, 17615 and 17616. It was reported, the pt's scs system was explanted and replaced due to increased recharge burden, ineffective stimulation, positional stimulation and overstimulation.